Event description:
The customer reported that they were unable to sync cardiovert a pt using the device.

Manufacturer narrative:
The customer reported that they were unable to sync cardiovert a pt using the device. The device was evaluated at philips, but no trouble was found. The device passed all testing. Info was given to the customer regarding r-wave detection, lead selection and how this will impact the delivery of synchronized cardioversion. There was no malfunction of the device. This event is being reported as user misunderstanding regarding performing synchronized cardioversion.